Event description:
Information received from the field does not address the patient's clinical status but notes that when a trans- telephonic check observed no magnet response, the patient came into the clinic where the device interrogated in back- up mode. Although a software download was successful and the device was programmed to ddd, the software status codes were 42 and 10, revealing a low battery voltage. Therefore, the device was replaced.